Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2005. According to the complainant, post procedure, the patient experienced continued urinary incontinence, erosion, chronic infection and dyspareunia. The exact nature and date of onset of each is unknown. All other information is unknown. Attempts to obtain additional information have been unsuccessful.